Event description:
The customer reported the left (live) monitor was intermittently not functioning resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.